Event description:
It was reported that pump screen was dark and would not turn on. There was no reported adverse impact to customer's blood glucose level. Caller followed instructions from technical support to try multiple button presses, remove pump from case, and connect to a working power source, but pump still did not turn on, showed blinking red light, and vibrated regularly, so pump was placed in storage mode and scheduled for replacement, caller planned to use multiple daily injections as backup therapy, and was instructed to program settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label.